Event description:
No additional information.

Manufacturer narrative:
Investigation results: our quality engineer inspected the 6 unopened physical samples submitted for evaluation. The reported issue of connection issues was not confirmed upon inspection of the samples. Analysis of the sample showed that the reported failure mode could not be replicated and no problem with the connection was observed. Bd could not determine a manufacturing related root cause since the reported defect was not confirmed during the evaluation of the sample. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd ext set 15cm small bore spin nut had connection issues and leaked it was reported when connecting to the catheter, the q-syte unscrews by itself, causing leaks. When did the incident occur? During use.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.